Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s low blood glucose level was 40 mg/dl and high blood glucose was 335 mg/dl, another blood glucose was 266 mg/dl, 195 mg/dl. The customer was treated with the carbohydrate intake. The customer declined troubleshoot for low and high blood glucose, as fine there and just went into auto mode. The auto mode in the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.